Event description:
The customer reported that they turned on the device, and they received a speaker malfunction message; the speaker did not produce sound at start-up. This was noticed while turning on the device. There was no patient involvement.